Event description:
It was reported that post pulmonary vein isolation and roof line ablation (off-label use), with a polarx catheter, the patient experienced vomiting; decompression was performed with a gastrointestinal (gi) tube. Anemia was also observed, but there was no bleeding from the puncture site. Four days later, vomiting became severe, and the gi tube came out. Subsequently the patient went into cardiac arrest and was put on percutaneous cardiopulmonary support (pcps). An endoscopy was performed and identified that the patient suffered damage to the junction of the esophagus and stomach. In the doctor's opinion, based on the observation of gastric dilation, the diagnosis was esophageal vagus nerve injury. The damage to the esophagus and cardia of the stomach may have been caused by vomiting, so the causal relationship to the ablation is unclear. The observed shift in the anatomical position of the stomach due to elevation of the right diaphragm is potentially related to have had an effect. It was later reported that the from gastrointestinal hemorrhage and subsequently died. The polarx fit catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that post pulmonary vein isolation and roof line ablation (off-label use), with a polarx catheter, the patient experienced vomiting; decompression was performed with a gastrointestinal (gi) tube. Anemia was also observed, but there was no bleeding from the puncture site. Four days later, vomiting became severe, and the gi tube came out. Subsequently the patient went into cardiac arrest and was put on percutaneous cardiopulmonary support (pcps). An endoscopy was performed and identified that the patient suffered damage to the junction of the esophagus and stomach. In the doctor's opinion, based on the observation of gastric dilation, the diagnosis was esophageal vagus nerve injury. The damage to the esophagus and cardia of the stomach may have been caused by vomiting, so the causal relationship to the ablation is unclear. The observed shift in the anatomical position of the stomach due to elevation of the right diaphragm is potentially related to have had an effect. It was later reported that the from gastrointestinal hemorrhage and subsequently died. The polarx fit catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the patient passed away on (B)(6) 2024 due to severe anemia due to small intestinal bleeding, gastrointestinal hemorrhage. An autopsy was performed on the patient and bleeding from the small intestine was found. The autopsy did not reveal any damage to the esophagus or stomach, and it was determined that the direct cause of death was rapid progression of anemia due to small intestinal bleeding, leading to severe anemia. As symptoms included vomiting after the procedure, the physician considered that the esophageal vagus nerve disorder was caused by ablation. However, the physician determined that the direct cause of the patient's death was not related to the product.